Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a bulge/balloon in the silicone segment was confirmed. The set was visually inspected and it was observed that the silicone segment tubing had a slight bulge and was weakened near its upper portion just below the upper fitment. Functional testing confirmed slight bulging during priming and a gravity infusion. The set was inserted into a pump module and programmed to infuse at a rate of 125 ml/hr. The infusion completed with no alarms. The root cause of the silicone segment bulge was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states, "primary tubing spiked, primed, placed in alaris pump and connected to patient. Nurse programed infusion and started infusion which then alarmed air in line. Nurse opened chamber and found that a bubble had formed in the IV tubing." The customer reported a bulge in the silicone segment when starting a unspecified infusion. There was no report of patient harm. The event occurred on the spine unit.